Event description:
A customer reported to baxter corporate product surveillance an unknown amount of interlink continu-flo solution sets in which the sets were leaking from cracks or holes in unknown locations of the tubing sets. It is unknown when this event occurred. Patient involvement, injury, medical intervention, and adverse events are unknown. No additional information is available.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Two companion samples were returned for evaluation. A visual inspection was performed and found cuts/holes in the tubing. The reported condition was confirmed. The root cause has not yet been determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). Additional information: this issue is being investigated through CAPA.